Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Event description:
It was reported the device was found in backup mode before implant. The device was returned.

Manufacturer narrative:
The reported field event of the device being in backup mode before implant was confirmed in the laboratory. The device went into backup vvi mode after two software resets that occured due to bad memory operations. Analysis of the device image suggested that the reset was due to a failure of a component on the hybrid.